Manufacturer narrative:
The reported event of could not loosen the ventricular setscrew to remove the lead was confirmed. Analysis revealed that calcified blood filled the ventricular setscrew inset, preventing the wrench from engaging the inset to loosen the setscrew. With the calcified blood removed, a wrench could be fully inserted to engage and loosen the setscrew. The stuck lead could then be removed from the connector. The blood came through a hole punched through the septum by the torque wrench at time of implant.

Event description:
It was reported that the patient presented in clinic for a routine pulse generator change procedure. During the procedure, it was noted that the lead was unable to be removed from the header after the setscrew was already removed. Multiple attempts were made to disconnect the lead from the header; the lead was damaged. The device was explanted and replaced. There were no patient consequences.